Manufacturer narrative:
This complaint is for false negative esbl test when using phoenix panel nmic-306 (449292) batch number 2249492. The customer did not provide lab reports but provided panel returns and isolates for the investigation. To investigate, two (2) customer return panels from the complaint batch were tested with customer return isolate e. Coli 940 for esbl resistance . In addition, two (2) customer returned panels from the complaint batch were tested with qc isolate k. Pneumoniae a700603 for esbl resistance. Last, one (1) customer returned panels from the complaint batch were tested with qc isolate e. Coli a25922 for esbl resistance. It is to be noted that the customer returned isolate showed poor growth on tsa with blood sheep agar and one test was aborted due to inconsistencies in growth patterns. All five (5) panels returned satisfactory results, the customer returned panel with customer returned isolate flagged rule 1505 as esbl positive, the customer returned panel with qc isolate a700603 flagged rule 1505 as esbl positive, and the customer panels with qc isolate a25922 did not flag rule 1505. As a result, this complaint is not confirmed. A review of quality notifications revealed no quality notifications generated on the complaint batch. A review of complaints revealed no additional complaints on the complaint batch. Complaint trending was performed and no trends were identified associated with this defect. Bd ID/ast plant quality will continue to monitor for trends and take action as necessary. Please continue to communicate any additional concerns. H3 other text : see h.10.

Event description:
It was reported that bd phoenix panel nmic-306 esbl discrepant result. The following information was provided by the initial reporter: panel tested negatively for esbl; esbl resistance marker (rule 1505) did not flag (only rule 1437 triggered for suspected esbl). Isolate was confirmed esbl positive on repeat testing and was from a patient with a history of known esbl positive organism.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd phoenix panel nmic-306 esbl discrepant result. The following information was provided by the initial reporter: panel tested negatively for esbl; esbl resistance marker (rule 1505) did not flag (only rule 1437 triggered for suspected esbl). Isolate was confirmed esbl positive on repeat testing and was from a patient with a history of known esbl positive organism.